Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that they had an issue with a PICC catheter that broke soon after placement. It appears there must have been a slight fracture in the hub of one of the lumens that caused it to break when it was accessed following placement. The patient required a second procedure to replace the line. No injury occurred.